Event description:
It was reported that this patient presented with a possible infection. The device was noted to have possibly migrated as the device appeared to have been higher than expected. The pocket was reopened and the wound was cleaned. The device was able to be successfully repositioned along with conversion testing. Approximately a month later, the wound was noted to still be infected. No further information was able to be obtained from the representative. If further information is available this record will be updated. Currently, this system remains in service. No additional adverse patient effects were reported.